Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was doing an em case and their stylet was intermittently tracking. No further information. No impact on patient outcome. There was no delay. The suspected cause was metal in the field. The manufacturer representative (rep) was unable to re-create the issue. Additional information received. It was reported that the navigation was aborted.